Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information.

Manufacturer narrative:
Received report that revision had occurred, updated to reflect this information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they had surgery the day prior and they were told 2 different things. The patient stated when someone called their girlfriend and told them the whole system was replaced, however another phone call came in that said only the battery was replaced. The patient reported they didn't receive any discharge papers. The patient said the reason for revision was that the battery and patient programmer were turning off and the patient was having leakage. The patient reported the revision had occurred on (B)(6) 2019. The patient was redirected to their healthcare provider and a courtesy email was sent to the field rep. No further complications were reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The rep clarified that the ins was replaced. There was no lead replacement. The battery was end of life, so it was not sent back in for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
Explant date: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of medical devices: product ID 3037, serial# (B)(4), product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated her remote batteries are dying more quickly than they should be. Patient has an interim and she runs hers 24/7 at 5.3v. Patient stated there has been two different occasions where the ins shut off itself. Dates unknown and found out (B)(6) for the second time, first time unknown. The programmer issue was since implant. The patient call a couple days later reiterate same issues. The patient would like the nurse to be at their appointment to check on her device on (B)(6) 2018. Information was send to representative. There was no symptom reported. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. It was reported that the doctor's office thought the cause of the two different occasions of ins shutting off on its own was due to patient going through security point. At the (B)(6) 2018 appointment, it was determined the old remote drained the batteries. They got a new replacement remote and at this time they have not had issues. It was determined batteries were depleted. The doctors office have turned it back on both times. No further complications were reported or anticipated.